Event description:
Customer reports patient who has been tpn dependent since birth experienced hyperbilirubinemia and abnormal liver functions tests after receiving tpn solution containing baxter's travasol solution. Medwatch report received from facility indicates patient diagnosis of congenital gastroschisis resultant short gut and tpn dependence. Their bilirubin has been elevated,but in sep 2004 it markedly rose to bili total 14.3, bili direct 12.5. Patient was admitted to hospice 9/04 for rule out bowel obstruction,blood in stool & jaundice lipid d/c tpn 2004.